Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(4) stating that the "when the irrigation pump activates while using port 2, the irrigation pump on port 1 side also activates." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.